Manufacturer narrative:
(B)(4). Our field service engineer (fse) investigated the compressor mini on site and could confirm that the motor compressor fuses were blown. The customer decided to repair the compressor themselves. Earlier investigations determined that the cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. According to the user's manual, a preventive maintenance shall be performed after 5,000 operating hours. It includes visual inspection of damage of parts and preventive cleaning of dust in the mains inlet. The blown fuses have not been investigated. The true cause of why they blew in this case has not been determined.

Event description:
It was reported that the compressor mains inlet fuse blew repeatedly causing the compressor to shut down. There was no patient involvement. (B)(4).